Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was unable to be turned completely off unless the battery was removed. Analysis did find that the lower case was broken, the side bail covers were broken, the ring bail was bent and the battery drawer was contaminated and damaged. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator would not turn completely off, that the digits stayed on, unless the battery was actually removed. The generator was returned for service. There was no patient involvement.